Event description:
It was reported that the patient¿s issue started the day prior to the report. The patient¿s device would not come on. The patient stated that he charged ¿two days ago¿ and was not sure if the stimulation stopped before he charged. The patient stated that he was able to charge the battery but could not get it to turn on. The patient was not feeling stimulation and was adjusted ¿about a week and a half ago.¿ the patient stated that he had a ¿bad lead that was pinched off¿ but did not know when this happened. The patient was assisted with synching the programmer and implant. The patient confirmed that the stimulation was turned on but was not feeling stimulation. The patient increased from 6.2 to 6.4 amps. The patient then increased from 4.7 to 5.0 amps and was not feeling stimulation when he increased. The patient tried another program the day prior to the report and did not feel stimulation. The patient tried to change programs again and increased stimulation but did not feel stimulation. Two days later it was reported that the device was turning off on its own. The device would not turn back on unless the patient went to another group. The battery charge was good and issue just recently started around the time of the report. The patient¿s voltage was ok and he had two groups. The patient¿s stimulation had turned off ¿two or three times.¿ this happened the day of the report or the day prior to the report while the patient was on his tractor. The patient generally turned it down when on the tractor. The patient would cough to see if it was still on but coughed and could not feel it. The patient had ¿no scheduled therapy¿ and did not use an antenna.

Event description:
Additional information received reported that the patient thought that the leads had moved. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomalies. Final analysis of the lead (lot v192802036) revealed no significant anomalies. Final analysis of the second lead (lot v192802037) revealed no significant anomalies. Final analysis of the anchor revealed no significant anomalies. Final analysis of the second anchor no significant anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a company representative met with the patient and ran an impedance check. The patient also had thoracic xrays done. Everything checked out "fine." There was no explanation for the sudden change in stimulation. His physician recommended a revision and the patient was checking into insurance issues. If additional information is presented a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patients system was replaced on (B)(6) 2014. Loss of efficacy was additionally reported. It was stated that a fracture of the lead/cable was "presumed". There were no patient injuries and the patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient report that they experienced a shocking sensation from their implantable neurostimulator (ins) which began a few months ago. It was noted that there were no falls or trauma associated with the onset of the shocking. It was also noted that the patient was seeking a new physician for follow up. If additional information is received, a follow up report will be sent.